Event description:
The mother is the rptr. The mother was taking a rectal temp of her child and when she wiped the thermometer the tip came off in the cloth. She was very concerned because she felt it could have come off in the child's rectum. She described the tip as being about 3 cm long.